Event description:
It was reported that the intraocular lens (iol), implanted in the patient's left eye, was explanted in a secondary procedure due to severe photophobia, patient cannot drive at night or at dusk, and has halos around anything illuminated, like the time on a cable box. The patient had an intraocular lens implanted in their right eye which has been explanted. This explant from the patient's right eye will be reported in a separate MDR.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.